Event description:
During a (B) (4), surgeon tried to mobilize the maxilla using the repositioning pin. Surgeon broke the pin at the threaded portion of the instrument. Surgeon burred around the broken segment, so he could secure clamps around the broken segment and remove it.

Manufacturer narrative:
Na